Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the physician experienced difficulty advancing/loading the 2.50x24mm ion stent delivery system on the non-bsc guide wire. The lesion being treated was located in an unknown vessel. The physician attempted to place a promus stent and experienced the same issue. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine. However, the product analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer - returned product consisted of a taxus element/ion mr stent delivery system (sds). There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There was a sharp bend in the stent 2cm from the distal tip. The distal tip of the sds was damaged. Backloaded a 0.014 inch guide wire through the device lumen with a slight resistance at the bend in the stent with no other restrictions. Magnified inspection presented no evidence of any product quality deficiencies contributing to the damage to the device. The reported tracking difficulty could not be assessed without the availability of the guide wire used in the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).